Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had groups a, b and c, but they were getting 'settings not available' when they tried to raise stimulation. They said this started on (B)(6) 2022, which "is the first day they started to try to increase it". They couldn't raise stimulation at all on group a and c but could raise on group b. Patient services (pss) had them turn stimulation off then on but it still wouldn't let them raise stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6) 2022. The patient's spouse called back stating the patient received a new recharger but was still not able to adjust group a and c. Only group b would allow the patient to increase the intensity. Reviewed 'settings not available' is not related to an external device issue. Reviewed the meaning of the message. They were asked if the patient had any falls/trauma. They confirmed that yes, the patient had a fall in (B)(6) 2022. They were redirected to the see the doctor. Additional information was received on (B)(6) 2022. The manufacturer representative reported electrode impedances but did not provide any additional details. Additional information was received on (B)(6) 2022. The patient's spouse reported the pt had met with the rep on (B)(6) 2022 and the rep did some tests on the patient's device. The rep informed the pt and their spouse that the lead was "totally dead and not working". The rep reprogrammed the pts settings to the pt's other lead and had the pt try the new programming. After the pt tried the new programming the settings not available message had resolved and the pt was doing better.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep had no further information. Patient reported that one lead was non-operational - redirected all stimulation to remaining lead. The issue was resolved.